Event description:
Pt was admitted with bilateral capsular contracture with malposition of implants and size difference. She has had bilateral breast reconstruction after mastectomies (right in 1980 and left in 1993). She had also had bilateral capsular contracture with previous revisions. On this admission she had removal of bilateral breast implants, total bilateral capsulectomies bilateral reconstruction. On the pathology report there was no discernable perforation in either implant.